Event description:
It was reported that the customer was "admitted recently to the hospital with hypoglycemia related to an inadvertent bolus of 20 units". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.